Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing night sweats. Upon investigation the atrial lead demonstrated low impedance and was unable to pace or sense p waves, which indicated an insulation defect. The lead was removed and replaced. No patient complications had been reported as a result of this event.